Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The remote service engineer (rse) inspected the system remotely and noticed x ray acquisition screen was not displaying, display reads review was not available, therefore rse suspected the issue with the suit pc and power supply. The philips field service engineer (fse) went onsite and confirmed the issue with the suite pc. The supplier's part analysis conclusively determined the cause of the suite pc failure was due to ssd drive failed. To resolve the issue, the fse replaced the suite pc and reinstalled the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation.